Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t03. D4: medical device expiration date: na. H4: device manufacture date: 2020-02-07. H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the system preformed as designed. H3 other text : see h10.

Event description:
It was reported that kit tablet showed incorrect dosing recording. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. By0f7z1. It is reported customer experienced inaccurate dose recording. Verbiage received, complaint a: "inaccurate dose record 16:16-fentanyl(1ml ) -given 50mcg, but recorded as 75mcg sensor # 9296; time : 9:10; case ID:(B)(4)". Verbiage received, complaint b: "dose confirmation message after accurate dose 15:16-propofol -200mg recorded 20ml, but then asks for dose confirmation. 15:16-rocuronium records 10ml which was accurate , but then asks for dose confirmation. Sensor # 9296; time : 9:10; case ID:(B)(4)."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that kit tablet showed incorrect dosing recording. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(4). It is reported customer experienced inaccurate dose recording. Verbiage received, complaint a: "inaccurate dose record. 16:16-fentanyl (1ml)-given 50mcg, but recorded as 75mcg. Sensor # (B)(4); time : 9:10; case ID:(B)(6)". Verbiage received, complaint b: "dose confirmation message after accurate dose 15:16-propofol -200mg recorded 20ml, but then asks for dose confirmation. 15:16-rocuronium records 10ml which was accurate, but then asks for dose confirmation. Sensor # (B)(4); time : 9:10; case ID:(B)(6)".